Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting high ventricular impedences (>2500 ohms) and loss of ventricular capture. It was found that the setscrews had come loose, and the lead lost connection with the device header.